Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-5120d1 to mmt-5120c1 as per new additional information and updated in sections b5,d1/d2a/d2b and d4. We received the following: one opened/used simplera sensor, one simplera serter returned and performed a visual inspection of the sensor, removed the adhesive patch and inspected the sensor for debris, physical or moisture damage and none was found. Then inspected the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic/debris/moisture damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a) (lockout category pump compatible). No communication anomalies found. In conclusion: the customer complaint of no communication is not confirmed according to our testing parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:the event involved product(s) mmt-5120c1. Mmt-5120c1 was returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-5120d1. Troubleshooting was performed. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. Customer was advised the sensor would be replaced. No harm requiring medical intervention was reported. Product return for mmt-5120d1 is not expected.